Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d7; d10; g4; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. The stem component was returned and visual inspection confirmed that the stem is fractured. The majority of the stem was not returned. The fractured portion of the stem remains inside of the taper insert. Sem analysis noted fracture mode as fatigue and the material composition consistent with ti-6ai-4v alloy. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# us157864 m2a-magnum pf cup 64odx58id lot# 722660, item# 157458 m2a-magnum mod hd sz 58mm lot# 681540, item#139272 m2a-magnum 52-60mm tpr insr +6 lot #309700. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04450, 0001825034 -2019 -04452.

Event description:
It was reported patient underwent revision surgery approximately 13 years post implantation due to trunnion fracture. Attempts to obtain additional information were made, however, none was available.